Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No display ramping on its own anomalies were noted. The unit was received with cracked case at the display window corners and display window, and minor scratches on the lcd window.(B)(4).

Event description:
Customer reported via phone call that the numbers on her insulin pump were scrolling beyond her control while trying to administer a bolus. The patient's blood glucose at the time of incident was 168 mg/dl. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the keypad anomaly, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.